Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with heavy tortuosity. After deployment of the 2.75 x 33 mm xience prime stent, a distal edge dissection was observed. A 2.5 x 28 mm xience prime stent was deployed to cover the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.